Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure as the patient was unhappy with the multifocal lens.the iol was replaced with a zcb00 lens of 19.5 diopter (serial number (B)(4)). The patient was reported to be doing well. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. The lens is incomplete. Three (3) pieces of the optic are present. One (1) of the haptics is missing and the other haptic is torn. The condition of the lens is most probably the result of the explant procedure. Considering the condition of the return sample no further analysis was possible. Visual inspection of the return sample shows an incomplete device was returned. The condition of the return sample is most probably related to the explant procedure. A review of the manufacturing records was performed. The device history record (DHR) verification showed that the sterilization batch was released. There were no non-conformances. There were no associated nonconformity material reports with respect to the production order. There were no environmental monitoring related non-conformances within the timeframe the production order was manufactured. The order was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non-conformances were identified. The product was manufactured according to specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.